Manufacturer narrative:
D4 has been updated with the lot number following the received device. Visual inspection: the clips on the tip where the device would connect with the screw were found to be worn and deformed. Device and complaint history records were reviewed for this lot, no relevant manufauring issues or similar complaints were identified. It was reported that the device was used hundreds of times over the course of 3-4 years and complex and excessive force were likely used. Based on the deformation found on the device, the age, and the reported usage, wear from the device's extended use is the likely cause.

Event description:
It was reported that 2 everest mi offset rod reducers showed signs of material wear and were not retaining the screw heads outside of the or. There were no adverse consequences to the patient. The procedure was completed successfully without surgical delay. This report captures the second of the two reducers.

Event description:
It was reported that 2 everest mi offset rod reducers showed signs of material wear and were not retaining the screw heads outside of the or. There were no adverse consequences to the patient. The procedure was completed successfully without surgical delay. This report captures the second of the two reducers.